Event description:
Alleged false negative hiv result. A call was received on 12/6/96 from a client who claimed that this second hiv test result was negative but he had tested hiv positive twice before over the last six months. Caller was advised to seek add'l medical follow up with a physician. Caller did not provide any info regarding the anonymous testing site or any info that would enable co to verify other test results. An investigation was launched by co. First the testing laboratory records were reviewed by lab qa and management personnel. Investigation of lab records verified that blood eluted from test card corresponding to this personal identification number (pin) was reported as negative. There were no reports of deviations or inconsistencies from testing protocol. Investigation included reviewing a previous investigation that was conducted for pin 2243-227-9936-605 on 10/30/96 because there appeared to be similarities. Co believes this may have been same individual calling back after receiving result of device replacement. Because client did not provide his previous pin, co could not be sure that these two complaints were linked but felt strongly that they were. None of investigations for either pin indicated there was anything in processing or either pin indicated there was anything in processing or testing that would contradict reported result. In fact, there now appeared to be supp0rt that second confide hiv negative result substantiated first device reported negative result. A work flow investigation (qac96-000-20) was conducted by a co cross-functional team consisting of qa, operations, development and testing lab personnel. Area of investigation included mailroom. Punchroom, eia testing, initial screening and release of results. Batch records process sops, equipment and personnel associated with testing were also reviewed. No evidence was found that would contradict result reported for this pin.